Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that during use on the morning of (B)(6) 2016 the md pressed the deflate key, the screen display disappeared , the power alarm went off and the pump stopped. The medical engineer (me) unplugged the pump and switched off. The me then switched on battery. The screen display appeared again , but smoke came out from the upper right part of the display. The pump was replaced by another pump. The first pump was investigated. They found a nut inside the display had fallen off on the circuit which caused a short circuit and burn. There was no reported patient death, injury or harm. Intra-aortic balloon pump therapy was not interrupted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Device evaluation: no parts or recorder strips were returned to the teleflex (B)(4) facility for evaluation. The pump was serviced by teleflex (B)(4) and found that one of the nuts had fallen loose inside the display head causing a short circuit and burnt the board. Teleflex (B)(4) confirmed that the dropped nut inside the display had already been replaced. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "iabp: loose fastener" is confirmed based on the pictures provided by teleflex (B)(4). The nut locking the keypad to the display had fallen loose and caused a short circuit and burn to the display head. The cause of the reported complaint could not be determined.

Event description:
It was reported that during use on the morning of (B)(6) 2016 the md pressed the deflate key, the screen display disappeared , the power alarm went off and the pump stopped. The medical engineer (me) unplugged the pump and switched off. The me then switched on battery. The screen display appeared again , but smoke came out from the upper right part of the display. The pump was replaced by another pump. The first pump was investigated. They found a nut inside the display had fallen off on the circuit which caused a short circuit and burn. There was no reported patient death, injury or harm. Intra-aortic balloon pump therapy was not interrupted. The patient outcome is good.